Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
The reported complaint of "insertion tube steel braid piercing at stage 1" involving pentax medical video colonoscope ec38-i10l, serial number (B)(4) was documented during evaluation by the pentax medical service repair technician on (B)(6) 2018. Other inspectional findings included: passed wet leak test. Lightguide prong cover glass set loose. Endoscope failed electrical safety test - plct. Passed dry leak test. Air/ water socket cylinder o-ring chipped. Hole in # 1 remote control button cover. Fluid invasion not observed in control body. Fluid invasion not observed in pve connector. During follow up with the reporter on 25jan2019, the reporter stated they became aware of the steel braid piercing the insertion flexible tubing during pre-inspection check prior to a procedure and the colonoscope was removed from circulation. No serious injury or death of a patient or user, or delay in the procedure which would require medical intervention was reported, the colonoscope was repaired and the colonoscope was shipped back to the customer on 30nov2018.